Event description:
The event involved a plum 360 where it was reported that the pump failed the volume test during annual maintenance test. The reporter added that initially it failed, after replacing the test set with a new one, unit passed the volume test. The unit was tested again and was stated to be working fine without any issues. The pump was not in clinical use at the time of the event. There was no patient involvement and no patient harm.

Manufacturer narrative:
The customer did not return this device for testing, therefore a comprehensive investigation into the complaint could not be performed. A service history review was performed and it was found that there were no previous related service activities in the last 12 months. The event log and alarms log was not provided by the customer therefore no review could be carried out. The complaint cannot be confirmed. Testing a representative device would not aid in this investigation.